Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The pulse generator was original submitted on april 5, 2013 noting model as pm2110, sn (B)(4). We have sinced learned that the model was pm1110, sn (B)(4). (B)(4).